Event description:
The patient's family member contacted lifescan and reported that there was no wicking action on their patient's one touch ultra test strips. Medical affairs specialise called and spoke with the patient's family member through an over the phone interpretation service, and obtained further information. The patient had purchased a box of the one touch ultra test strips and had used up the one of the two boxes with no issues. However, when they used a test strip from the second vial, there was no reaction when blood was applied to it. Due to this issue, the patient was not able to test on their meter with those test strips for about a week. Last week, they started feeling anxious, and tingly, and had a headache. They attempted to test on their meter with the subject test strips, but was unable to obtain a result. A doctor was called to come and visit the patient at home. The patient was tested on the doctor's meter with a result of 263 mg/dl they were given some insulin (dosage and type unknown). After that, the patient was feeling better and was not taken to the hospital. The patient's family member went to the pharmacy to purchase new one touch ultra test strips, but they were not "available". There they purchased test strips for patient's "old,back-up meter" (brand unknown). The patient normally gets 5 units of 'rapid insulin in each bag of dialysis" other than that they did not take any insulin at home. Replacement test strips were sent.